Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (204 service code) has been confirmed. Upon investigation, the belt was unable to complete essential performance testing. The root cause for the failure were bent pins in the trunk cable connector and the electrode belt was unable to securely connect to a monitor. The cause of the code 204 was the damaged connector pins on the electrode belt.  The root cause for the bent pins were excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).